Event description:
Healthcare professional (hcp) reported patient was injected with [unspecified] juvéderm® voluma¿ into jawline and chin. 2 nights later, area was swollen (especially in the cheek area and around pre-jowl sulcus on right hand side), red and itchy at pre joint sulcus on the right side. Patient was treated with one week course of steroids (30mg prednisone). Swelling resolves, just lump in right pre joint sulcus area. Patient reported they had a sore throat recently, but it was not severe and did not require any treatment. Healthcare professional (hcp) noted the symptoms may be a reaction to a viral infection, deemed not device related.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "viral infection", deemed not device related is considered an unexpected adverse drug experience.